Event description:
It was reported that there were high thresholds. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there were high thresholds. The lead remains in use. No patient complications have been reported as a result of this event. It was further reported that there was high and intermittent threshold, and potential exit block. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.